Event description:
On (B)(6) 2013, the reporter contacted animas alleging blood glucose levels as high as 750mg/dl with symptoms of nausea, extreme dry mouth, moderate dizziness, and a bad stomachache; the reporter indicated that the blood glucose was treated successfully using a alternate treatment plan. The patient reported that continuing on the pump the blood glucose again elevated up to 415 mg/dl. The pump prime history was reviewed and was confirmed that the pump was primed adequately. The total daily dose history correctly reflected the user basal and bolus totals. The pump alarm history showed a low cartridge alarm occurring the day before the event at 8:46 pm; the pump history indicated that a new cartridge was inserted prior to reaching an empty cartridge. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the patient¿s blood glucose was unable to be controlled using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump history or black box. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.